Event description:
Suction punch failed to work halfway through the knee procedure. Upon removing the instrument from the joint, a rivet was observed to be missing from the articulating joint of the instrument. X-ray follow-up confirmed the presence of a foreign body in the joint.

Manufacturer narrative:
Evaluation summary: the device was received by smith & nephew, inc. Endoscopy div on 1/7/1998. Visual evaluation of the device showed a 5.2mm dyonics suction punch with the rivet absent from the articulating joint. The cutting jaws of the device showed wear. No other anomalies were observed. The device was mfg 9/1996. The device was not ce marked. The component history was investigated to determine if any mfg changes or procedures could be associated with the alleged incident. No untoward events were identified in the MFR of the component rivet which caused the loss of this rivet in the finished device. Review of the complaint history for this device from 1/1994 through 3/1998 indicates that ra566139 is the only complaint on file related to loss of the rivet in this device. Additional user facility info obtained from smith & nephew healthcare on 4/16/1998 indicates no inconsistencies in routine care and sterilization of the subject device as compared to the instructions for use for this device. Although requested by smith & nephew, the user facility did not disclose whether the device had been unduly stressed during the surgical procedure. Conclusion: with the exception of the absent rivet, the device shows no unusual anomalies, co's investigations showed no specific cause to which this event could be attributed. Review of the complaint history supports that this is a rare occurrence for this device type. No further action is required.